Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional via regulatory agency reported bilateral breast tissue expanders placed (B)(6) 2022. Upon completion of expansion process and while waiting on second stage reconstruction, right tissue expander spontaneously deflated. Patient returned to or (B)(6) 2023 to remove and replace right expander due to retracting of skin. Linear defect noted in posterior, lateral seam of expander, approximately 1 cm in length. When looking at the anterior surface of the tissue expander, defect was to the left of the superior tab. No other defects noted within the tissue expander upon examination. Event has been captured as deflation. This record is for right side. Device has been explanted.